Event description:
After preparing the penta stent, it was advanced over the guide wire; however, once inside the guiding catheter, the advancement of the stent was noted to be too smooth. The stent delivery system (sds) was removed from the guiding catheter and it was found that the distal shaft, around the proximal end of the guide wire exit notch, was separated. As the distal shaft remained on the guide wire inside the guiding catheter, a trapper device was inflated inside the guiding catheter to catch the separated distal shaft. The guiding catheter, the guide wire, the distal shaft, and the trapper were all removed as one unit. At the time of the stent advancement into the rotating hemostatic valve, no abnormality was found around the guide wire notch. It was reported that the device was handled roughly.